Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with manufacturing specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, absorbable components and delivery system should be withdrawn from the patient. Hemostasis can then be achieved by applying manual pressure.

Event description:
An 8f angio-seal evolution device did not deploy properly. A vascular surgeon performed a cut down and vessel repair. Per surgeon note, "repair and exploration of right groin femoral artery, secondary to failure of perclose device in the right femoral artery."